Event description:
During a routine preventative maintenance, error 99 was found in the event log. The cpu and power supply boards were replaced to resolve the error. After repair, the device was found to meet specification.